Event description:
Following a fall, the patient's left implantable neurostimulator (ins) was not being read by the programmer. The yellow stim off light was lit on the programmer for the left side. The patient's spouse tried to turn the stimulation on on the left side, but the programmer was not reading that it was on. All of the appropriate status lights on the right ins were lit. They were encouraged to contact the patient's health care professional. Additional information has been requested, a follow-up report will be sent if additional information becomes available.